Event description:
It was reported that approximately 6 years and 1 month following the implant of a transcatheter valve, the valve failed due to moderate central aortic regurgitation, and a torn leaflet was noted. Subsequently, surgery was performed to explant the transcatheter valve and implant a surgical aortic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in an unknown cloudy solution in a corevalve jar, enclosed in a ziploc bag. A remnant of a black suture was received with the valve. A bent crown is noted on the overall outflow of the frame. Leaflets l1 and l2 are in an open position. Leaflet l3 is in a closed position. All leaflets are slightly stiff but flexible except where host tissue extends on the inflow and outflow. A large tear observed in leaflet 2 adjacent to the l1-l2 commissure appears to be due to restricted leaflet movement or misalignment associated with host tissue overgrowth extending along the outflow margin of attachment. The host tissue along the outflow margin of attachment appears to have created a hinged point, which may have contributed to the restricted leaflet movement. A small tear in leaflet 2 adjacent to the l2-l3 commissure appears to be due to restricted leaflet movement associated with the same host tissue overgrowth along the outflow margin of attachment to the l2-l3 commissure. Commissure 3-1 appears intact. Tears are noted in the 1-2 and 2-3 commissures. Glistening off-white pannus lines, the inflow, extending 1 to 4 mm, significantly reduces the inflow orifice area. Pannus on the inflow extends through the inner lumen, slightly over the margin of attachment, and 1 to 2 mm onto leaflet 2. Pannus on the outflow encapsulates all commissures, extending approximately 1 mm onto the free margins of all leaflets, to the outflow margins of attachment and 1 to 4 mm onto all cusps. Remnants of pannus overgrowth remain adhered to the exterior aspect of the frame. Radiographic imaging showed no evidence of frame fractures and/or calcification. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a single transesophageal echocardiogram (tee) video clip was submitted. The clip demonstrates persistent and severe aortic regurgitation within the transcatheter aortic valve device. No valve leaflets are visualized during any phase of the cardiac cycle. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.